Event description:
The iab was inserted into the pt on 7/8/98. On 7/9/98, the "leak alarm" and "cath" alarm sounded from the pump. No blood was noted and the pump was changed. The alarms continued and blood was noted in the tubing. The iab was removed and a second iab was inserted. The following was reported to datascope on 7/28/98: the alarm sounded from the pump followed by multiple catheter alarms. The iab was removed and another was inserted. It was unk if there was any pt injury or complication as a result of the event. The pt remained critical 5 days later. [Event complications]: none from the event-reported 7/9/98 and 7/28/98. [Pt's current status]: critical-rpt'd 7/9/98.